Event description:
Operating room staff preparing for procedure, openend a newly reprocessed ethicon 12mm endopath trocar and found 2 broken pieces inside packaging. Both appear to be from the "flat" button located near the suture anchors. No injury to patient as the breakage was found prior to use.====================== health professional's impression======================the device broke.====================== manufacturer response for ethicon endopath xcel 12mm trocar, endopath xcel======================continue to work through product problems with reprocessor